Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level ranging from 429 mg/dl to 449 mg/dl, diabetic ketoacidosis, and vomiting. Customer was treated with intravenous insulin and fluids, and was released from the ICU on (B)(6) 2019 with no permanent damage. Customer and health care provider alleged the cause of the elevated bg level was due to "bad insulin". Reportedly, customer's bg began to lower after customer started using a brand new vial of insulin.